Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with fever and chills. A transesophageal echocardiogram (tee) was performed and vegetation was noticed on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) and rv lead were extracted due to infection. It was noted that the patient had symptoms of covid-19 and had been tested but the results were not known at the time of the explant. No further patient complications have been reported as a result of this event.